Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
The orbital atherectomy device (oad) was operated too closely to the spring tip of the guide wire. The crown of the oad jumped forward and sheared the spring tip of the wire. The wire fragment remained in the patient. The patient was in stable condition post-procedure.